Event description:
During the pre-case machine check the new ge aisys cs2 anesthesia machine would not pass check and displayed "to use etcontrol, install the fresh gas module. Check gas module connections. Calibrate gas module." These are brand new machines, and this is the 6th failure like this. 2 of these have happened during the case the other 4 were caught during machine check. Replacing the gas module does resolve temporarily or until that new gas module yields the same error. The machines are operable and safe, but the end tidal co2 control features are disabled.